Event description:
It was reported that the patient underwent an ipg replacement procedure for an unknown reason and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure for an unknown reason and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned. Additional information was received that reason for ipg replacement was due to physician and patient wanted MRI.